Manufacturer narrative:
The manufacturer does not have any further information.

Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 91.6 and 93.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that when the 5maxace catheter was removed from the packaging hoop, it was unraveled. Evaluation of the returned device confirmed a fracture in the catheter at 91.6 and 93.5 cm from the hub. It appears that the catheter was mishandled during removal from the packaging. If the product is not removed from the packaging properly, it is likely that damage will occur. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal an outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, the physician pulled the catheter out of the hoop and it unravelled completely. The catheter was not used in the procedure.